Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for a procedure, the system shut down on its own just after boot up. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported ¿shut down¿ issue was replicated. The power distribution cable, card, and filter were all replaced at the same time by the company representative. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 10, 2013. Based on qa assessment, the product met specifications at the time of release. Due to the fact that multiple things were replaced at the same time, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).